Manufacturer narrative:
On august 14th, 2024 additional information was received stating that the sound volume of the pump works as intended. The alleged issue could not be confirmed, and the pump was in working condition. Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Event description:
It was reported that the pump's alarm sound was not annunciating. There was no reported impact to customer's blood glucose. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.